Manufacturer narrative:
Lot number: this report contains allegations against lot numbers 17k008, 18a047, 18c005, 18c024, 18d022, and 18g042. Eight single-use devices were received for evaluation. For the first three devices, visual inspection revealed a pool of fluid inside the housing due to a ruptured bladder. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified for the first three devices. The cause of the condition was not determined. A nonconformance has been opened to address this issue. For the fourth device, visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified for the fourth device. The device was found to be conforming product. For the fifth device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During and after fill, no evidence of leak was observed on the tubing or other parts of the device. The reported condition was not verified for the fifth device. The device was found to be conforming product. For the sixth device, visual inspection revealed fluid inside the device housing, indicating that a leak had occurred. Further inspection revealed that the leak was coming from the solvent-bonded junction of the tubing and the stressmember. The reported condition was verified for the sixth device. The cause of the condition was determined to be an assembly issue during manufacturing. For the seventh device, visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be a damaged blue winged luer cap. The reported condition was verified for the seventh device. The cause of the condition was determined to be an assembly issue during manufacturing. For the eighth device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and revealed a leak from a cut on the tubing line. The reported condition was verified. The cause of the cut tubing could not be determined. A batch review was conducted for lot numbers 17k008, 18a047, 18c005, 18c024, 18d022, and 18g042, and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 9 </noe> malfunction events. It was reported that nine small volume infusors leaked. Four devices leaked from an unspecified location, two devices leaked from the bladder, two devices leaked from between the luer adapter and the blue winged luer cap, and one device leaked from the tubing. Three of the events involved a patient with no patient consequences, and six events did not involve a patient. No additional information is available

Manufacturer narrative:
An additional single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device, and there was a leak observed at the solvent-bonded junction of the tubing and the stress member. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.